Event description:
It was reported that the patient presented to the emergency room unconscious. The patient's pump was implanted on (B)(6) 2012, and at the time of implant, the patient was told to discontinue their oral medications. The patient continued to take their oral narcotic medications (percocet, morphine) against medical advice, once the pump was started, which led to the event. The patient regained consciousness with the help of narcan administration however, was admitted to hospital overnight for observation. The emergency room healthcare provider concluded the patient would "be fine" without decreasing the pump dose. The patient was receiving morphine via the pump at 0.75mg/day of a 10 mg/ml concentration. The manufacturing representative was able to interrogate the pump on (B)(6) 2012 and verified it was working properly. The rate was kept the same per the attending healthcare provider and she was "expected to make a full recovery". Additional information had been requested, however, was not yet available at the time of this report.

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).